Event description:
Customer reported being hospitalized due to high blood glucose and diabetes ketoacisosis. Customer stated he was vomiting prior to hospitalization. He also stated he had problems with the insulin pump a week before he was hospitalized, the insulin would just squirt out even when not holding down activation button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.